Manufacturer narrative:
Date sent: 10/2/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, when the surgeon closed the jaws of the instrument it would not coagulate. The site used a new device to complete the procedure. There was no pt consequence.